Event description:
It was reported that the patient presented for in clinic follow-up. Upon device interrogation, an increased in battery longevity noted on the implantable cardioverter defibrillator (ICD) compared to last clinic's check. It was also noted high output was programmed on the ICD, as thresholds would not be obtained at times during testing. No changes or intervention was performed. The patient condition was stable.